Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted right atrial (ra) lead was explanted and replaced due to rising impedances and elevated thresholds. The most recent impedance measurement was in the 1,300 ohms range, and the cause of the elevated lead measurements was not determined. No additional adverse patient effects were reported. This explanted ra lead was not returned because it was retained by the explanting facility.